Event description:
After using contact lens rewetting drops, I felt a burning sensation in my eyes for a few seconds which was gone after my eyes were full of tears and washed themselves with my own tears. Strength: 15ml. Quanity: 1. Why person using the product: contact lens dryness. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person started taking or using the product again: yes.